Event description:
Complainant alleged that during training by a zoll medical sales representative, the device failed to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.